Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224drg device, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had exhibited high pacing thresholds and high impedance readings out of range. A fracture was suspected in the pace/sense portion of the lead. The pace/sense portion of the lead was replaced with the implant of a new rv pacing lead. The defibrillation portion of the lead remains in service. No patient complications have been reported as a result of this event.